Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional of a clinical study reported that the clinical diagnosis was pain at the implantable neurostimulator (ins) site. The outcome was noted as unresolved with no further action planned. No actions were taken as interventions. The patient reported pain at the site where the ins was implanted. The etiology was reported as not related to the device or therapy and related to the implant procedure. Additional information received from a healthcare professional (hcp) from a clinical study reported that the outcome was ongoing. Additional information received from the healthcare professional (hcp) of a clinical study reported that the pain at the implantable neurostimulator (ins) site was due to the flipping of the ins. The ins was not anchored well. The etiology was noted as related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the outcome was resolved without sequelae. The device was explanted and not replaced.